Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data log was provided for review. The customer's report was observed during review of the device data logs. However, without return of the device root cause analysis could not be firmly established using the data logs alone. Analysis of reports of this type has not identified an increase in trend.